Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative regarding an implantable neurostimulator (ins) for complex regional pain syndrome type 1 and spinal pain. It was reported that the patient's ins was overdischarged. The representative completed two 60 minute countdown prms and was unable to get the ins to charge. The patient didn't know when they last recharged or had stimulation. The recharger stats indicated 01-01-00. The patient's symptoms were returning and they weren't being managed completely with medication. The patient had a history of falls (and recently fell) and the representative was checking the ins functionality. Additional information received from a manufacturer representative (rep). It was reported that the battery was dead. The rep didn't know reason for battery being dead. The battery was changed out on (B)(6) 2019. No further complications were reported.